Manufacturer narrative:
If additional information is received, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(4) stating, "balloon stuck in the operation channel" involving pentax model eg27-i10/serial (B)(4). The event was reported to have occurred during use. No further information was provided at the time of the report. Additional information received from the user stated no patient incident occurred. Balloon dilatation catheter ref: (B)(4), minimum working channel >= 3.7mm. Was used during the procedure. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: the measured diameter on the sheath is 2.85mm and eg27-i10 operating channel diameter is 2.8mm. As the IFU indicates that device have to have a diameter lower than 0.2mm of the operating channel. I can assess that it is a misuse case. The device is pending repairs.